Event description:
A 94 yr old pt with decreased cardiac output had a swan catheter placed; the cardiac output readings were very low, and he was treated accordingly. The following morning it was noted that his output readings were still low, and that the printer was not working. The baxter was switched out for another machine, and the pt's readings were normal.